Event description:
It was reported that this patient received an inappropriate shock. It was suspected that this electrode was fractured, however an x-ray was performed which did not reveal an electrode fracture. An explant was planned. No adverse patient effects were reported. The electrode remains implanted.

Event description:
It was reported that this patient received an inappropriate shock after the device did not discriminate noise and a true cardiac arrhythmia. It was suspected that this electrode was fractured, however an x-ray was performed which did not reveal an electrode fracture. An explant was planned. Additional information noted that the patient had several decompensations after inappropriate shocks were delivered. An explant took place, and it was noted that during an attempt to remove the electrode there was damage due to excessive tissue on the electrode and the inability to easily extract the electrode. A new transvenous system was implanted. No additional adverse patient effects were reported. The electrode remains implanted.

Manufacturer narrative:
This report is being field to correct the explant date.

Event description:
It was reported that this patient received an inappropriate shock after the device did not discriminate noise and a true cardiac arrhythmia. It was suspected that this electrode was fractured, however an x-ray was performed which did not reveal an electrode fracture. An explant was planned. Additional information noted that the patient had several decompensations after inappropriate shocks were delivered. An explant took place, and it was noted that during an attempt to remove the electrode there was damage due to excessive tissue on the electrode and the inability to easily extract the electrode. A new transvenous system was implanted. No additional adverse patient effects were reported. The electrode remains implanted.